Manufacturer narrative:
Device passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No excessive no delivery alarm noted. No motor error alarm noted during bolus/basal delivery. The motor passed motor test. Device had a severely scratched display window, cracked display window, cracked case at display window corner (all corners), cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer changed the set and device alarmed a no delivery alarm and a motor error alarm during a bolus delivery. Customer's blood glucose was 524 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.